Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump stuck in rewind and had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.